Event description:
While placing zenith grafts (one flex main body and two iliac leg grafts), the initial runs showed good placement at the renals and good flow on both sides. After ballooning and the final run, the left renal was occluded. The physician was able to cannulate the renal and put in a covered stent. Location of the catheter, wire, and stent looked well above the gold markers. After the stent was in place, only minimal flow went to the pt's left renal. The physician was not able to continue with that renal due to the instability of the pt and blood loss. The pt had to be stabilized. The iliac were aneurismal, so after the pt was stabilized, the vessels were fixed distally from cutdowns. He was not able to work on the kidney any more. The pt still had good urine output and the physician will follow-up on the pt with a CT.

Manufacturer narrative:
Eval: still under investigation.